Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal bupivacaine, fentanyl, baclofen (unknown), and prialt (ziconotide) [10.5 mcg/ml at unknown dose] via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported by the hcp that the patient started having overdose like symptoms starting a few days ago. The hcp stated the patient was having respiratory distress and patient reacted to narcan in a positive way. The hcp stated that the family was not by him to answer his questions so he wanted someone to check the pump to see what was going on. The hcp mentioned the patient had a personal therapy manager (ptm) and the doctor wanted to see what was running when it was not in use. The hcp confirmed the patient was brought to the intensive care unit (ICU) experiencing respiratory distress and altered mental status. The hcp mentioned that he had a report showing that patient gets 911 mcg/day of the fentanyl and averaged 976 mcg/day with boluses included.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.